Manufacturer narrative:
H3 device evaluation - information provided indicates that the device is available for return but to date, the product has not been received by the manufacturer. As device evaluation is not possible at this time, no conclusions can be drawn as to the root cause of the reported failure. Review of device history records found that (B)(4) of lot 00116pt-r released for distribution on 5/30/2019 with no deviation or anomalies. The -05 was added to the lot number subsequent to quality inspection performed to check for an anomaly found on another lot. The 05 indicates that there was no anomaly found. Two-year device history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time. Should the product be received, a follow-up report will be filed following device evaluation.

Event description:
It was reported that the cl rod inserter (63-sp-9005) broke during surgery. Follow-up attempts to obtain details have been unsuccessful.